Event description:
A 32 year old female presented with an acute myocardial infarction and cardiogenic shock, with pre support clinical status consistent with scai shock stage d. Upon initiation in auto mode, the controller generated an unexpected shutdown alarm accompanied by repeated suction alarms and a low-flow state. Despite confirmation of appropriate positioning and adequate volume status, the pump continued to exhibit little to no flow. Due to these persisting alarms and inability to achieve effective support, the implanting physician elected to remove the device at 16:29. The device was removed due to the failure mode. The event involved an unexpected system shutdown with suction and low-flow alarms despite proper positioning, leading to early device removal. Root cause remains undetermined based on available information, and product return is pending to support further evaluation. The patient survived the explant.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Added: d3. Corrected: h3. The reported unexpected controller shutdown alarm (event set #603) was not determined due to an inability to reproduce. The cause of the reported low pump flow and the suction alarm was not determined due to an inability to reproduce.